Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/08/2015 for investigation. Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed and no visible damage to the device was noted. A review of the platform's archive data was performed and found multiple occurrences of ua 7 on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Due to the ua 7 initial functional testing could not performed. Based on the investigation, the parts identified for replacement were the load cells. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be one of the load cells, was not functioning. There was no physical damages found during visual inspection. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing. A load cell characterization test was also performed, which verified that the new load cells were functioning within specification.

Event description:
It was reported that, during a training scenario, the autopulse platform displayed user advisory (ua) 7 (discrepancy between load 1 and 2 too large) which they were unable to clear. There was no report of any patient involvement. No further details were provided.